Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device save to disk data confirmed that there was premature battery depletion (pbd) as the power consumption has been increasing abnormally. Technical services (ts) advised device replacement within 90 days. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted and replaced. It is expected to be returned to boston scientific for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device save to disk data confirmed that there was premature battery depletion (pbd) as the power consumption has been increasing abnormally. Technical services (ts) advised device replacement within 90 days. No adverse patient effects were reported. Currently, this s-ICD remains in service.